Event description:
Person was burned on their back. Mattress with burn damage from the use of a powered heating pad. Pt fell asleep in bed while watching tv and using the device and stated they may have rolled onto the switch keeping the device switch in the on position. Pt awoke to burning smell and observed pad glowing and smoking. Pt pulled the cord out of the wall power socket breaking the switch (missing from the sample).